Event description:
Patient with unicondylar implant was revised to a total knee implant.

Manufacturer narrative:
Patient with a unicondylar implant was revised to a total knee implant. Review of device history record indicated that the device was manufactured to specifications.